Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death). Conclusions: inherent risk of procedure - (death). (B)(4). (

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent successfully deployed at svg. Approximately 34 months post index procedure, the patient underwent a non-target vessel revascularization of lad using 1 integrity stent. Approximately 48 months post index procedure, the patient expired, cause of death is unknown.